Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the unit met specifications and there were no visible nonconformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. This event was initially reported based on the description of the event. However, based on further examination of the event description, applied medical determined that this event is not reportable as it is unlikely to lead to death or serious deterioration in the state of health. Corrections were performed for section d1to update the brand name.

Event description:
Procedure performed: [gastric sleeve]. Event description: hospital: [hospital name] according to the doctor, he started pressing the fuse activation button to cauterize some vessels but after two or three activations it was sending the tone but it wasn´t cauterizing at all and no error was showing in the generator screen, as it appeared as the cycle was completed. He activated for another cycle and the cauterization was not performed again, so the surgeon opted to ask for another device. They offered him an eb215 maryland fusion device and he didn´t experienced any issues at all. The patient health was not compromised in any moment during the procedure. Here is to mention that the device was brand new, as per what they said to us. We were not present at the moment the procedure took place, so we talked with the staff of the integrated service who offers the devices to the hospital (control scientific) so they could share with us their testimonies. The device used was handled to us in the main white box which was opened for the procedure. The failure took place on saturday (B)(6) but they informed to us on tuesday (B)(6). Type of intervention: [eb210 was replaced with eb215]. Patient status: [no patient injury indicated].

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of investigation

Event description:
Procedure performed: [gastric sleeve] event description: hospital: [hospital name] [according to the doctor, he started pressing the fuse activation button to cauterize some vessels but after two or three activactions it was sending the tone but it wasn´t cauterizing at all and no error was showing in the generator screen, as it appeared as the cycle was completed. He activated for another cycle and the cauterization was not performed again, so the surgeon opted to ask for another device. They offered him an eb215 maryland fusion device and he didn´t experienced any issues at all. The patient health was not compromised in any moment during the procedure. Here is to mention that the device was brand new, as per what they said to us. We were not present at the moment the procedure took place, so we talked with the staff of the integrated service who offers the devices to the [hospital name] so they could share with us their testimonies. The device used was handled to us in the main white box which was opened for the procedure. The failure took place on saturday june the 22th but they informed to us on tuesday june the 25th. Type of intervention: [eb210 was replaced with eb215] patient status: [unk]